Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the stimulation never reaching the patient's desired area and not providing relief was not determined. The patient was able to get good relief at first, but then relief waned and she failed to get reprogramming. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syndrome and spinal pain. The patient reported that the device never really helped since implant. The patient reported that the device sometimes would help but the stimulation never really reached the desired location. The rep reported that when she was taken off the oxytocin, her pain kind of subsided on its own, so she hadn¿t used the device in years. The patient reported that she should probably just get the device removed anyways. Additional information was received from a healthcare provider (hcp). The hcp reported that between implant date and her last reprogramming on (B)(6) 2015, the patient obtained 50*]-75% pain relief, requiring 6 reprogramming appointments. The hcp reported that the patient rated her pain 8/10 prior to the ins and reported a pain level of 4-5/10 after reprogramming. The hcp reported that the patient¿s activities were increased up to 30% and her quality of life increased 50%. The hcp reported that in addition they trialed and placed peripheral leads to focus on her persistent back pain and in 2015, they performed a radiofrequency ablation of the low back resulting in a 50% relief of her residual back pain. The hcp reported that each time the patient was seen, they requested she return for reprogramming at least every 6 months. The hcp reported that although her pain relief wasn¿t as high as other patients, she did achieve 50-75% relief when she returned for these regular reprogramming appointments, however she stopped returning to clinic. The hcp reported that they had not seen the patient in 4 years and suspected her ins was no longer functioning. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020, from the patient via the manufacturer representative (rep). It was reported that the implant was overdischarged. The patient had stopped using and charging the device about four years ago and now wanted it removed so she could get an MRI. There was no communication with the implant when using the tablet. The issue was not resolved at the time of the report but surgical intervention was planned to remove the device so the patient could have the MRI. No patient symptoms reported. No further complications were reported or anticipated.